Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
When using the spine guidance software during a case, the virtual screw projection was showing 5 millimeters away from their actual trajectory.

Event description:
When using the spine guidance software during a case, the virtual screw projection was showing 5 millimeters away from their actual trajectory.